Event description:
It was reported that the nurse had a critically ill patient and just wanted to verify if the arctic sun device was working appropriately. The user had difficulty in getting to target and stated it was patient related issue. The patient temperature was 31.9c, target temperature was 33c, water temperature was 40.1c, flow rate was 3.4 l/m and trending device indicator was at thermoneutral. Nurse noted patient was very large and they were already using a universal pad. The user confirmed device appeared to be working appropriately. Mss discussed addition of blankets or bair hugger. Also noted they could turned vent warmer up and increased room temperature. Noted if water temperature continued to be high that they might receive safety alert about extended exposure to warm water. Explained this alert encouraged diligent skin checks according to hospital protocol. Mss advised to call back with any changes or questions. Per follow up via nurse (B)(6) on 03jun2021, patient completed therapy. Blankets and vent warmer added to assist patient. No further information available. The arctic sun device has been moved from the patient room so they could not obtain the serial number. The user was unsure which device was used.

Manufacturer narrative:
Per follow up information received it has been determined that this is not a reportable event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse had a critically ill patient and just wanted to verify if the arctic sun device was working appropriately. The user had difficulty in getting to target and stated it was patient related issue. The patient temperature was 31.9c, target temperature was 33c, water temperature was 40.1c, flow rate was 3.4 l/m and trending device indicator was at thermoneutral. Nurse noted patient was very large and they were already using a universal pad. The user confirmed device appeared to be working appropriately. Mss discussed addition of blankets or bair hugger. Also noted they could turned vent warmer up and increased room temperature. Noted if water temperature continued to be high that they might receive safety alert about extended exposure to warm water. Explained this alert encouraged diligent skin checks according to hospital protocol. Mss advised to call back with any changes or questions.